Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with vegetations and infection. The patient also reported weakness and shaking. It was noted that the patient had been recently diagnosed with parkinson's disease. The patient's defibrillator was explanted. No additional adverse patient effects were reported.